Event description:
It was reported that during the implant procedure, the lead helix screw would not come out. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: tau013292v no anomalies found. Lead was recieved with helix fully retracted and the distal conductor and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector. Upon inspection, it was noted that the distal conductor of the lead was distorted/fractured (overstress). Upon visual inspection, it was noted that the lead was deformed/fractured in a 5cm prox. Section of the inner coil. Upon visual inspection, it was noted that the lead was damaged during the implant process.